Manufacturer narrative:
An event of difficulty retracting the device into the delivery system was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. A returned device assessment, to see if there were any device related factors impacting the event could not be performed as the device was not returned for analysis. Information from the field indicated that the delivery sheaths were damaged from the attempt to retract the device, and that the device was eventually partially retracted. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 11mm amplatzer septal occluder was chosen for implantation utilizing a amplatzer trevisio delivery system. During implantation, the occluder could not be recaptured by the delivery sheath. Two other delivery systems were used to attempt recapture but failed. The patient was then sent to surgery to have the occluder explanted and the asd repaired.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.